Event description:
We received an incident report through the mhra which had been authored by the user facility. It is reported to us that during an arthroscopic knee repair, a portion of the distal end of the guide sleeve broke off into the pt's condyle; approx 18mm. The surgeon was not able to retrieve the fragment, however, there was no report of further issue or interference with the successfully completion of the procedure; no reported pt consequence. Quests are out for further info and clarity.

Manufacturer narrative:
Although the complaint device has not yet been received for eval, historically this type of failure is associated with not using the proper technique to remove the guide sleeve from the bone. The most likely scenario is that the user either did not use the proper sleeve removal tool and/or the user torqued the device from side to side as opposed to pulling straight out to remove it, causing the metal of the guide tube to fatigue and fail, break off. A review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. The fact that the broken fragment was not retrieved from the pt, posses the possibility that pt injury could potentially occur. We do not know what impact, if nay; this would have on the pt. It is because of this uncertainty that this report is being filed to document this event. When and if the complaint device is received here at depuy mitek it will be subjected to a failure root cause analysis. If the analysis identifies any other definitive root cause that is different than the above hypothesis, a follow-up report will be filed. At this time no further action is required. However, mitek will continue to track any related complaints within this device to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.